Event description:
Information received from the field notes that while in the recovery room after implant of the device, the patient went into ventricular tachycardia and expired. The device was programmed dddr with a maximum rate of 130 ppm. Reportedly, the physician saw rates of 180 bpm on the monitor. Before the tachycardia episode, the device accepted programming down to 70 ppm and up to 110 ppm. The patient's rate followed the programmed rate.